Manufacturer narrative:
Updated fields: b4, d1, g4, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: e4, g1(contact person), h4 analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10/213): the getinge field service engineer (fse) resolved the issue by replacing both, the assembly dss datasette cs300 and assembly iab datasette cs300, per service manual instruction. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Investigation is ongoing and results are not yet available. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6); biomedical engineer; (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), an electrical test fail code #42 was found in the fault logs of the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.